Event description:
The reporter indicated the surgeon inserted a 19.5 diopter cc4204a collamer aspheric single piece lens and the cartridge used to insert the lens into the pt's eye had cracked down the center. As the lens was being ejected, the cartridge scratched and cut a piece off the lens. There was no pt injury.

Manufacturer narrative:
(B)(4) (cartridge cracked). Evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).